Manufacturer narrative:
The investigation determined that a higher than expected vitros na+ result was obtained from a patient sample when tested on a vitros 4600 integrated system. The assignable cause of this event was instrument related. Although, the pre-service vitros na+ within-run precision testing was within acceptable guideline, the fe observed recurring te5-45c condition codes throughout the test. Once service actions were performed, the condition codes were mitigated and vitros system was returned to its expected performance. There was no evidence a vitros na+ reagent issue contributed to the event. In addition, pre-analytical sample handling cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer observed a higher than expected vitros na+ result obtained from a patient sample tested on a vitros 4600 chemistry system. Vitros na+ result of 236.4 mmol/l versus expected result of 129.8 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported to the physician, and there was no allegation of patient harm as a result of this event. (B)(4).